Event description:
Hill-rom received a report regarding the excelcare bariatric bed that indicated that the device may have reasonably contributed to a pt's death. It was reported by the nurse mgr that the pt went to another hospital for a lung scan in 2009. When the pt came back to the original hospital, he was short of breath. The staff reported that the head of the frame on the excel care bariatric bed would not stay up. They attempted to use wedges to keep him elevated to assist his breathing. The staff stated that they could not get enough wedges under him. His death was from acute respiratory distress. The investigation into the root cause of the event concluded that an insufficient weld penetration on the head actuator motor mount caused the motor to move out of its specified position. The movement of the motor engaged the CPR release function via a cable, which engaged a release mechanism on the head actuator. The CPR release level is designed to lay the head of the bed flat to aid in the administration of CPR. The lever that activates the CPR feature was not activated by the user. The CPR release lever is designed to only allow the head of bed to lower while the lever is pulled (pulling the cable). The motor pulling the cable meant the release was always engaged. To the user, the bed would seem unable to keep the head of bed elevated even though the lever was not activated. Corrective and preventative action is being implemented to correct the problem.